Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area. The optic has a linear scratch along the anterior center. The optic edge was torn, split, and cracked beginning at the optic edge and travelling toward the optic center. The posterior optic center was cracked. A collection of fibers was observed dried in viscoelastic on the anterior optic surface near the optic edge. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic combination was indicated. The root cause cannot be determined for the reported complaint of "scratched lens". A linear scratch was observed along the anterior center, similar in appearance to the travel path of a loading instrument or plunger override. Additional lens damage was observed. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used to fill the cartridge. Per the company IFU: the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of intraocular lens (iol) scratched and the implant procedure was completed with another lens. There was no patient involvement. Additional information has been requested.